Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged the triage meter power cord was not functioning and is hot. Triage meter was not functioning with the power cord. Customer also connected their other triage meter (meter pro) to the power cord and it did not work. No report of death or serious injury.